Event description:
Hospital reported the surgeon implanted a trochanteric femoral nail and the device failed. Add'l info has been requested.

Manufacturer narrative:
Add'l info has been requested. The investigation could not be completed, no conclusion could be drawn, as no device was returned or lot number provided.